Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2026, the patient was found unconscious by their daughter in the evening. The paramedics were called. The patient did not recall any blood glucose readings or seeing a cgm reading before the paramedics were called, but the patient experienced a hypoglycemic event. The paramedics took the patient to the hospital. The patient did not recall if the hospital took a fingerstick or what the cgm reading was at that moment. According to the patient they were getting readings from their dexcom cgm device during the entire time but could not remember any of the readings on account of his being unconscious. The patient was given an unknown medication. The patient was discharged after 4 days. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 04/13/2026. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.